Event description:
Healthcare professional reported a left side "rupture" of a saline implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: 3 openings curved on the anterior and posterior, crease fold, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: three openings striated and non-penetrating nick striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings due to surgical damage consistent in the use of some surgical tool. Non-penetrating nick striated due to surgical tool scratch like. Additional, changed, and/or corrected data: h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "rupture" of a saline implant. Device has been explanted.